Manufacturer narrative:
The manufacturer previously reported receiving a report alleging a ventilator inoperative condition. A sales representative confirmed the reported symptom and replaced the device on site. No patient harm or injury was reported. Following the return and evaluation of the device, the issue could not be duplicated during operational checks. However, review of the device's error log confirmed the occurrence of the ventilator inoperative condition. Based on these findings, it was determined that simultaneous failure of both the outlet and monitor pressure sensors likely occurred, resulting in the reported ventilator inoperative condition. To address the issue, the system pca was replaced

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A sales representative confirmed the reported symptom and replaced the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.